Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The legal manufacturer could not confirm that reprocessing was conducted in accordance with the instructions for use (IFU). The instruction manual states the detection method associated with the event in " evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿, and preventative measures in " evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.